Event description:
Treatment of a ruptured a-com aneurysm. It was reported that while inserting the balloon catheter over the guidewire, the physician noticed that the distal tip of the guidewire had separated from the rest of the guidewire. The separated segment was successfully retrieved from the patient with the balloon catheter. No patient injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.